Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system device 72202468 received. The device is in good condition. No signs of twisting or bending of the delivery needle were observed. Observed was dried blood fluid. T1, t2 and sutures were absent. The actuator was found in the ready for t2 deployment location. A functional test supports that the device delivery system is functional and cycles as intended. Root cause for this complaint symptom is unknown and simultaneous deployment can be neither confirmed nor disproved. No further investigation is warranted. Corrected UDI: no UDI number assigned. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device. Both t1 and t2 were removed from the patient. A delay of less than 30 minutes was noted and a backup ff360 was used to complete the procedure.